Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized and discharged on (B)(6) 2021 for unspecified reasons. Subsequent attempts to obtain additional information (admission diagnosis, discharge summary, patient demographics) have thus far proven unsuccessful. There was no allegation nor indication that the reported hospitalization was attributed to the use of a fresenius device, drug, or product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer), the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. Therefore, the completion of a clinical investigation is not required at this time.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized and discharged on (B)(6) 2021 for unspecified reasons. Subsequent attempts to obtain additional information (admission diagnosis, discharge summary, patient demographics) have thus far proven unsuccessful. There was no allegation nor indication that the reported hospitalization was attributed to the use of a fresenius device, drug, or product.